Manufacturer narrative:
Medwatch sent to the FDA on 02/10/2017. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Brown and yellow discoloration was observed on the outer surface of the device. Brown particles were observed on the patch of the device. A valve test was performed and flow was continuous and unobstructed. A leak test was performed and leakage was observed at four locations on the shell. Four striated openings were observed, consistent with device removal. A large tear, 80mm in length was also observed on the device. Device labeling addresses the reported event as follows: precautions: patients must be advised that orbera is intended to be placed for 6 months maximally, at which point removal is required. Longer periods of balloon placement increase the risk of balloon deflation (a reduction in size of the device due to loss of saline) which can lead to intestinal obstruction and risk for death. The risk of these events is also significantly higher when balloons are inflated to larger volumes (greater than 700cc). Deflated devices should be removed promptly. Patients should be advised that balloon deflation may lead to serious adverse events including bowel obstruction and need for emergency surgery. Patients should immediately call their physician to receive instructions on preparing for removal of the balloon. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Complications - possible complications of the use of the orbera system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had a deflated balloon. "Endoscopic pictures were take in the stomach of the deflated balloon in the stomach with a small tear. The tear was approximately 4 inches long." Device was removed after being implanted for ten months.